Manufacturer narrative:
Should additional informaiton become available, this event will be updated.

Event description:
Boston scientific received information pertaining to a study done to explore the long term reliability and causes of long term sensing failure of vdd systems. A total of 157 patient were enrolled in the study. During the follow up period, three patient underwent a revision of their vdd lead for different reasons, one for a right atrial lead dislodgment and two for right atrial lead fractures. In addition, a symptomatic failure of the vdd pacing mode was determined in seven patients due to inappropriate atrial sensing. The three bradycardia leads referenced are intermedics unity (model 292-07); unipass lead (model 425-04); unipass lead (model 426-33). No adverse patient effects were reported.